Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by (B)(6) on (B)(6) 2017: one main control board (p/n: gr-pcb3252a, s/n: (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom was verified. The main control board was placed in a known-good fi test unit. When connecting the emergency backup battery to the j8 connector of the control board, the device immediately powered on. When powering the unit off, the unit froze on the shut-down screen. The unit alarmed and spontaneously power cycled. After further inspection of the main control board, it was observed that q57 had signs of damage, as shown in the attached image. Using the diode tester function of the fluke 87 v true rms multimeter (ID: (B)(4)), transistor q55 was determined to be shorted. Q57 and q55 are connected the emergency backup battery input to the enable pin of the switching regulator (u107) of the power selection circuit. Damage to these transistors would cause the reported symptom to occur. The root cause of the reported symptom was that q57 was damaged and q55 was shorted. The main control board was scrapped after the investigation.

Event description:
It was reported that after connecting the power cable to the ht70 ventilator, the alarm sounds when the power is turned off. Service engineer evaluated the device, found the main printed circuit board (pcb) was faulty, replaced the main pcb and the ventilator worked properly. This was a failure out of box (foob). There was no patient involvement.